Manufacturer narrative:
Concomitant medical product: model mn10450 (2). Drg lead. Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-05615. Reference MFR. Report number: 1627487-2019-05616. It was reported that the patient experienced inadequate stimulation with the drg system. As a result, surgical intervention is pending to address the issue.

Event description:
Reference MFR. Report number: 1627487-2019-05615; reference MFR. Report number: 1627487-2019-05616.